Manufacturer narrative:
Integra has completed their internal investigation on 12/13/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Results: evaluation of device: per the photos provided, engineering can verify the failure. Although the part was returned, the actual failure analysis was based on the photos provided. Device history record reviewed for this product ID (41a1327) lot # 167 manufactured on september 30, 2016 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework, see below. No service history is on file for this device. Conclusion: root cause could not be determined; CAPA has been issued to further investigate this reported failure.

Event description:
The (B)(4) mayfield ratchet extension had a helicoil that was moved from the thread. Images were provided. The device was not in contact with a patient.